Event description:
It was reported that the rv lead impedance was low, causing a lead warning during a follow-up appointment for a dependent patient. The lowest impedance noted was 135 ohms. The lead was capped and no patient complications were reported as a result of this event.